Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base, no broken or missing parts were observed during our analysis; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that insulin pump had a sensor anomaly. Customer's blood glucose was 7.2mmol/l. The customer reported the transmitter did not flash when connected to the sensor. The customer was advised to replace the sensor. The customer was advised to check for bent, damaged or retracted sensor. The customer found out that the cannula is missing from the sensor. The customer reported via phone call that the sensor break. Customer's blood glucose at time of incident was 7.2mmol/l. The customer stated that the senor is missing. The customer stated that the sensor is not intact and unsure if the sensor cannula is still in the body. The customer was reassured from our experience it is unlikely the sensor fractured and it most likely results of a sensor retraction. The customer was advised to return the sensor for analysis.